Event description:
It was reported that a nasogastric tube was perforated. It was removed intact. No harm to the patient. The tube was replaced.

Manufacturer narrative:
This event was initially deemed not reportable based on our reporting strategy active at the time of the alert date; however, following a recent retrospective review of complaints this event was made reportable out of an abundance of caution. The device history record for lot 30355511 was reviewed and the product was produced according to product specifications. The actual complaint product was returned for evaluation. No resistance was felt while flushing, no substances were flushed out of the tube after couple attempts. When flushing, the liquid exits out of the opening (just below the y-connector port) and at distal bolus end tip. There was a split/tear identified just below the y-connector port. Below the y-connector port, it appears that the tubing has expanded to form a balloon shape which burst axially. When inspecting the burst area of the tubing, there was a very slight thin portion. No clogging or residue observed on both proximal and distal side of the tube. A root cause has not been established. All information reasonably known as of 02 jul 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.